Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional proglide device is filed under separate medwatch report number.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device using the pre-close technique via an 8f sheath prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, the whole knot came out of the anatomy. Another proglide was attempted; there was no suture when the plunger was removed. The tavr procedure was completed. As this was a surgical procedure, the operator opted for surgical closure. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.